Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a nexiva 20 ga had the safety mechanism difficult to disengage during use. The following was reported by the initial reporter: " I was informed of an issue with a nexiva IV catheter that happened on hvu earlier this week. The nurse went through the normal process to insert the IV and had the IV in the vein. However, when she went to complete the process, the gray needle cover would not release from the cannula hub. She ended up having to remove the IV and start one at a different site. Other nurses after the fact tried to disconnect the needle from the hub and were unsuccessful."

Event description:
It was reported that a nexiva 20 ga had the safety mechanism difficult to disengage during use. The following was reported by the initial reporter: " I was informed of an issue with a nexiva IV catheter that happened on hvu earlier this week. The nurse went through the normal process to insert the IV and had the IV in the vein. However, when she went to complete the process, the gray needle cover would not release from the cannula hub. She ended up having to remove the IV and start one at a different site. Other nurses after the fact tried to disconnect the needle from the hub and were unsuccessful."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Visual inspection of the returned sample found no damage or extra adhesive on the exterior of the device. The v-clip was observed to not be fully extended despite the needle being fully retracted. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. The tip shield could not be decoupled, confirming the reported defect. During the microscopic examination of the unit, it was observed that deformed plastic from the tip shield was preventing the v-clip from moving to the open position. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.